Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed during post-implant device interrogation. Patient was asymptomatic. Upon review of the episodes, myopotential oversensing was suspected. Programming changes were recommended. No further information available.

Event description:
New information received indicated that programming changes were made. No myopotential oversensing was seen.